Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the five pockets indicated that the device was not detected on the bus, and they were unable to be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer (fse) found missing row errors on drawer 5.1 main and remotely verified that rows c, d, and e were missing. A firewall rule was deployed to the station and confirmed as applied, after which the station was rebooted. Upon logging back in, all pockets were verified as displaying correctly. The customer confirmed access to medications, and the failed drawer was successfully recovered. The system functioned as intended after the field service engineer repaired the device.